Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that it was recommended their right atrial (ra) lead be replaced. Approximately nine months ago during an appointment the patient's ra lead was showing oversensing of noise that was leading to polarity switches from bipolar to unipolar. No changes were made at that time but the condition would be monitored. The next visit seven months later revealed the condition still existed and it was recommended that the ra lead be replaced. The procedure has been scheduled but has not yet occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.